Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the right atrial (ra) lead exhibited lead noise. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition and was discharged.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6)2023. The patient was in stable condition and was discharged.", rather than "it was reported that the right atrial (ra) lead exhibited lead noise. The ra lead was capped and replaced on (B)(6)2023. The patient was in stable condition and was discharged.". The correct medical device problem code should have been "over-sensing and pacing problem", rather than "noise".

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6)2023. The patient was in stable condition and was discharged.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition and was discharged.", rather than "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6)2023. The patient was in stable condition and was discharged."

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition and was discharged.